Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead position check failed. The lead remains in use. It was also reported that the device feature which tracks intrathoracic impedance changes showed invalid data. The ra lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.